Manufacturer narrative:
(B)(4). Batch # p93j5z. Investigation summary: the device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close therefore if the device is activated once the I-blade is damaged this would result in the ¿close jaws on tissue and reactivate¿ alert screen, this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message twice. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a liver resection performed, the device blocked. An error message "replace instrument" was displayed. No patient consequence